Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had problems with recharging their ins. The ins was implanted a week prior and has had trouble recharging since the beginning. The recharger had difficulties with finding the ins and the coupling was poor. The manufacture representative tried to decouple/couple the pp with the ins, took out the batteries and the antenna then and start all over again and checked the implant location for fluid, the hospital states that the ins is implanted close to the skin. It was also noted that an additional programmer was used but they were still unable to charge it. No further complications were reported/anticipated.